Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zc8s implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 11-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient noticed an increase in bladder symptoms and increased back pain in march (we think the stim was helping with some back and sciatic pain), right around the same time patient became very ill. The patient tried to make changes to the stimulation and turn it up, but they would get a notification that therapy could not be turned any higher. When the representative met with the patient today, program 3 is offering good therapy, and symptoms were well controlled. The plan is for the patient to try this for 6 weeks. If therapy gets worse, we will offer them a revision. All electrodes showed high impedances except for the combination of e=0 and e=2. As for troubleshooting, an impedance test was performed. Only program 3 was able to be turned on, and the amp turned up past 0.2 0.2ma. The cause was unknown, and it should be noted that all electrode combinations were >4000 except the combination of 0 and 2, which was in the 600s. Ohms.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zc8s serial# implanted: (B)(6) 2024; explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient noticed an increase in bladder symptoms and increased back pain in march (we think the stim was helping with some back and sciatic pain), right around the same time patient became very ill. The patient tried to make changes to the stimulation and turn it up, but they would get a notification that therapy could not be turned any higher. When the representative met with the patient today, program 3 is offering good therapy, and symptoms were well controlled. The plan is for the patient to try this for 6 weeks. If therapy gets worse, we will offer them a revision. It was stated that the lead fractured or damaged or broken. All electrodes showed high impedances except for the combination of e=0 and e=2. As for troubleshooting, an impedance test was performed. Only program 3 was able to be turned on, and the amp turned up past 0.2 0.2ma. The cause was unknown, and it should be noted that all electrode combinations were >4000 except the combination of 0 and 2, which was in the 600s. Ohms.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2zc8s, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient noticed an increase in bladder symptoms and increased back pain in march (we think the stim was helping with some back and sciatic pain), right around the same time patient became very ill. The patient tried to make changes to the stimulation and turn it up, but they would get a notification that therapy could not be turned any higher. When the representative met with the patient today, program 3 is offering good therapy, and symptoms were well controlled. The plan is for the patient to try this for 6 weeks. If therapy gets worse, we will offer them a revision. It was stated that the lead fractured or damaged or broken. All electrodes showed high impedances except for the combination of e=0 and e=2. As for troubleshooting, an impedance test was performed. Only program 3 was able to be turned on, and the amp turned up past 0.2 0.2ma. The cause was unknown, and it should be noted that all electrode combinations were >4000 except the combination of 0 and 2, which was in the 600s. Ohms.